Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient states when they is recharging the implanted neurostimulator it is taking significantly longer than it used to. Patient states the recharger paddle is getting hot. Pt reviewed and submitting request to repair to replaced the recharger telemetry module (rtm). Pt will call back if they need further assistance. Patient mentioned that they have had adjustments to the programming. Patient called in stated that they called few minutes ago about processing a replacement. No patient impact or symptoms.

Manufacturer narrative:
The recharger with model 97755-s and serial# (B)(6) was received for product analysis. Analysis found there was a failure with the recharger and that a failed-sc_interrupt check was seen. The complaint was unable to be verified. They found no issues with finding or charging the ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.